Event description:
It was reported that cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed and a 24mm watchman flx pro closure device was selected to be used. The procedure was completed without complications, and the closure device was deployed. After the closure device was deployed, the transesophageal echocardiography (tee) physician performed a final check for pericardial effusion and noted a mild effusion. The implanting physician ordered a transthoracic echocardiogram (tte) to be performed prior to discharge. The patient developed cardiac tamponade, due to a laceration of the left atrial dome. This complication resulted in emergency open heart surgery. Approximately 700cc were removed, the patient received three (3) units of packed red blood cells (prbcs) and two (2) units of fresh frozen plasma (ffp). The patient was discharged to an inpatient rehabilitation facility on 18-jul-2025. The patient is expected to fully recover.